Manufacturer narrative:
It was reported that this lead was explanted and replaced on (B)(6) 2021. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this rv lead, as well as a decrease in impedance and sensing. Lead noise appears to have begun in (B)(6) of 2020. Lead remains implanted. Chest x-ray indicates that the df4 lead may not be inserted into the device header all the way. A lead revision is planned. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.